Event description:
It was reported that after a da vinci assisted surgical procedure, error 23008 occurred on universal surgical manipulator (usm) arm 4 during system cleaning. Prior to calling technical service engineer (tse) the caller had restarted the system several times without improvement. Tse reviewed the error logs and identified error 23008 associated with axis 3 on the fourth usm arm. Tse guided the caller through a hard power cycle with epo (emergency power off) and instructed the caller to move the carriage discs manually; however, the error remained present at power on. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.